Event description:
New information received on august 21, 2018 indicates that the asymptomatic patient presented remotely via merlin.net transmission with their implantable cardioverter defibrillator exhibiting episodes of post-paced t-wave oversensing. The patient's device was reprogrammed at a later date.

Event description:
New information received on july 12, 2018 indicates that the patient's implantable cardioverter defibrillator exhibited additional episodes of post-paced t-wave oversensing. Further programming changes were discussed and performed. On (B)(6), it was reported that the device was exhibiting episodes of post-paced t-wave oversensing again. The possibility of physiological causes to the oversensing issues and continual reprogramming was discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, their implantable cardioverter defibrillator exhibited stored episodes of post-paced t-wave oversensing. The patient's device was reprogrammed in clinic on (B)(6) 2018. The patient was not symptomatic during the episodes.